Manufacturer narrative:
Block h6: problem code a0402 captures the reportable event of balloon burst. Block h10: investigation results a visual inspection of the device revealed that the catheter and the balloon of the device had no damages. Microscopic inspection revealed a pinhole on the balloon. Dimensional examination of the outer diameter (od) of the ro markers was performed and was measured in two sections; distal and proximal. The two sections were within specification. Functional analysis could not be performed due to the balloon lumen being occluded by dry contrast, and the occlusion could not be unblocked; this occlusion is normal due to the use of contrast during the procedure. With all the available information, boston scientific concludes that it is most likely that the pinhole failure is the result of the interaction between the device and the scope while the catheter advancement occurs at higher elevator angles; this factor combined with the device's design likely influenced the damage found on the balloon. Therefore, the most probable root cause is cause traced to device design. An investigation is in place to address this problem. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2021. During the procedure, it was noted that the balloon burst while attempting to be inflated. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon burst while attempting to be inflated. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.